Event description:
It was reported to olympus, that the endoscope reprocessor was disconnecting from the scope. The connectors were still connected to the basic connectors but would come off occasionally on the scope side. The issue was found during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
A field service engineer (fse) was onsite to observe the scope loading. The fse observed two cycles without any issues. It was noted that an audible "click" was heard when it was connected to the biopsy port. The connectors were pulled on and they did not come off the scope. The customer stated that the connectors seemed to pop off when the device was dry and they seemed to stay on better after a couple of cycles. The fse found 2 dry maj-2111s in storage drawer and placed onto dry scopes. It was noted the connectors did not seem to snap on as easily as when they were wet. The connectors were on tight and the connectors were pulled off the scope easily with side to side motion whether wet or dry. Pulling straight up did not allow the connectors to come off easily, but with enough pulling force, connectors would come off. The issue was noted to have resolved upon follow up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the disconnection issue could not be determined. It is possible that the tube was not pushed until it clicked during connection, force was applied toward the incorrect direction, or foreign material was caught between the connecting part. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the reprocessing process. Before using this product, always check the following on the connecting tubes. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Make sure that four balls are in place and that the bottom of the connector sticks out from the slide adapter section. If the bottom of the connector does not stick out from the slide adapter section, the endoscope side connector cannot be connected with the instrument channel port of an endoscope. In such a case, pull the slide adapter section while holding the top of the endoscope side connector to stick out the bottom of the connector from the slide adapter section. Connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿ olympus will continue to monitor field performance for this device.